Event description:
It was reported that post operation echocardiogram (echo) showed moderate right ventricle dysfunction, cannula positioning towards the septal wall but no obvious obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files found that the device operated as intended. There were no device issues reported or identified through this evaluation. The patient had a post-operative echocardiogram (echo) that demonstrated moderate right ventricular (rv) dysfunction. The echo also showed that the inflow cannula was positioned towards the septal wall, but there was no obvious obstruction and no malposition of the device. It was reported that rv failure existed prior to pump implant and that the device operated as intended. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Transient low flow alarms were captured on (B)(6) 2023 and (B)(6) 2023. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The low flow alarms did not appear to be associated with any device malfunction, therapy issues, or left ventricular assist system (lvas) adverse event. The patient remains ongoing on (B)(6) with no reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU provides an explanation of pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient had no malposition of the device and stated the device was merely positioned toward the septal wall and the position was not suboptimal with no obvious signs of any obstruction. It was also confirmed that the device was operating as intended and was not the cause of the right ventricular (rv) dysfunction as the patient had rv dysfunction prior to lvad implant. The reported information has no indication of, or report of, any adverse patient effect related to the lvad.